Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address metal on metal induced osteolysis. Doi: (B)(6) 2006 - dor: (B)(6) 2010.